Event description:
The intravascular ultrasound (ivus) catheter was being used in an animal study (porcine). The lesion being imaged was the right carotid artery which was placed in a device to simulate severe tortuous anatomy. Upon removal of the ivus catheter, it was noted that the distal segment remained in the animal, retrieval of the segment was not attempted. The remaining device was disposed by the facility.

Manufacturer narrative:
The lot# of the suspect device is unk; therefore, the MFR and exp dates cannot be determined. This event occurred in an animal study and had no pt involvement; therefore, all pt questions are na and is being filed for the malfunction.